Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one "leg" of the prograsp forceps instrument did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a missing distal clevis pin. The root cause of this failure is attributed to manufacturing. A review of the instrument log for the instrument (pn 471093-11/lot # n11200601-0345) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk1047. The instrument had 12 uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis confirmed the instrument's clevis pin was missing. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.